Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Review of the event history log of the complaint found no evidence of the reported complaint. Device then underwent accuracy tests, confirming the reported customer complaint. Test of -3.65 percent, 0.14 percent, and -1.28 percent results were all within the published customer spec of +/- 6.0 percent, but one was outside the internal spec of +/-3.0 percent. The expulsor was noted to be out of calibration and was replaced. The problem source has been determined to be unknown.

Event description:
Oracle ro 1065129 fail accuracy -7.45%(while testing/date unknown).

Event description:
Information received a smiths medical cadd legacy pump failed accuracy -7.45%. Event occurred during testing and no patient involvement.